Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: during investigation, the battery cap contact height was found to be above specifications and the battery cap contact width was below specifications. Additionally, battery cap was returned with stripped threads.

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap contact height and width were out of specifications. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.